Event description:
According to the reporter, during a procedure, the device did not activate. Other ligasure devices worked successfully. There was no patient injury. Medtronic's initial evaluation of the incident device found that the piece of insulation was not found/not returned.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found the device's jaw opening and closing mechanism was functioning properly. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The knife cut of the device was tested on a silicone test strip with acceptable results. The jaw gap of the device was measured and it was found to be within specification. The device was plugged in and detected by generators. The device was activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. No electrical or wiring issues were found. It was reported that the device did not activate when keyed. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the unit had a damaged/missing insulation. Analysis found that the insulation at the tip of the jaw was broken, consistent with the failure mode caused by o ff label use with excessive torque applied on the jaws, user inadvertently grasping onto a hard object, or dropping of the device. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals or damage to the instrument can occur. If information is provided in the future, a supplemental report will be issued.